Event description:
A physician reported that during the intraocular lens (iol) implant procedure, cartridge tip found to have whitish fissures at the tip. Additional information received and stated that, cartridge bursts just before the tip, just split in half as the iol passed it. Tt was reported that there were several eyes were involved. There was no patient impact. There was no further medical intervention needed.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. Two used company cartridges were returned. The cartridges were numbers 1-2 for evaluation purposes. The used company cartridges were microscopically examined. Inadequate viscoelastic was observed in the cartridge. Heavy stress was observed at the cartridge tips. The cartridges had evidence of handpiece placement. The used company cartridge were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lenses were indicated to be company lens. Model of the lens was unknow. It cannot be determined if the associated handpiece was qualified without the specific lens information. A qualified viscoelastic was indicated. The root cause for the reported "fissures" may be related to a failure to follow the instruction for use (IFU). Two used company cartridges were returned. Heavy stress was observed at the cartridge tips. Stress is an expected occurrence with a lens delivery and does not denote a cartridge deficiency. Stress can be more pronounced if the lens/plunger are not in proper position for advancement and/or inadequate viscoelastic is placed in the cartridge. Both cartridges exhibited an inadequate amount of viscoelastic. Top coat dye stain testing was conducted with acceptable results. The IFU instructs to completely fill the cartridge with ophthalmic viscoelastic devices (ovds) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The lenses were indicated to be company. Model of the lens was unknow. It cannot be determined if the associated handpiece was qualified without the specific lens information. The manufacturer internal reference number is: (B)(4).